Event description:
It was reported that when air was drawn from the cuff with a syringe, the water was removed. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated investigation summary: one used decontaminated sample was returned for investigation. Tracheostomy tube inflation system is dedicated for inflation of cuff by air. Therefore, it shall be perfectly leak proof. There are only two possible reasons for a fluid inside inflation system - inflation system leak (e.g. Fluid can get into inflation system through cuff tear) or incorrect practice during use which do not respect instructions for use (e.g. Cleaning of inflation system by a fluid/inflation line flushed by a liquid instead of suction line by error/etc.). Under visual inspection the sample appeared to be in good condition, no water inside cuff (inflation system) was found. To verify if there was any leak in the inflation system, a 12-hour inflation test was done. It was found that after 12 hours the cuff was still fully inflated. Returned device was also submerged in water. No air leak nor fluid inside inflation system was observed. Based on investigation results no fault on returned sample was found. It is the most probable that a fluid was introduced into the inflation system due to a practice which is not in compliance with instructions for use.